Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 47.3cm was returned for analysis. Internal insulation abrasion was noted at 11.0-11.6cm from the distal tip. The etfe coating was abraded at this location. External insulation abrasion was noted at 42.8-45.2cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the lead exhibited noise episodes. Device pocket was opened and insulation abrasion was observed in the pocket area below the trifurcation of the lead. During laser lead extraction, patient had a rapid drop in blood pressure due to a cut that was made on the ventricular wall near the rv apex. Emergency surgery was done to suture close the cut. Lead was explanted and replaced. Patient condition was stable after the event.